Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received had the base handle closed without the 6-inch transitional installed, deforming the hole. The handle needed to be resized due to this damage. The unit was received without the 6-inch transitional member and required a replacement. The shock cushion, ¼ inch pin, and adjustment wrench were replaced from being worn. General maintenance and cleaning required at this time. Resizing of the base handle hole and replacement of worn components and transitional. Root cause analysis: complaint confirmed via inspection of the unit. The base handle had been closed without the 6-inch transitional installed deforming the handle opening. The shock cushion was worn and needed replacement. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the transition member on mayfield ultra base unit (a2101) would not fit in misshaped opening; the gold handle was stuck; and the gel pad was dislodged. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.